Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: service technician was able to duplicate the reported issue. Ac lemo-connector pins were damaged or burned and one was missing. Ac adaptor was replaced to resolved the reported issue.

Event description:
Customer reported complaint that the ac connection on side of ventilator was burned with smoke.